Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing / low sensing and the helix of the lead "was cleaned from tissue.". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Electrical testing found the continuity was complete in the distal conductor. The analyst noted that lead was returned with tissue was observed on helix. But the helix was able to be extended and retracted even though tissue on helix. No anomalies were found on the lead body. Tissue on helix is not lead failure. If information is provided in the future, a supplemental report will be issued.